Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported by the rep that when the clip applier was put through the trocar, the gasket leaked air. The gasket was ripped all the way to the side (plastic housing). Another trocar was used to finish the case. There was no consequence to the pt.